Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an advanix biliary rx stent was to be used in the bile duct to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was noted that there was a tear in the inner sterile pouch, and the sterility of the device was compromised. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.